Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. Facility name was not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effects of infection and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported infection could not be determined. The reported death appears to have been an outcome of the reported infection. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the patient death. It was reported on the mitraclip (B)(6) post, after the mitraclip procedure, the individuals¿ brother in law died after an infection. No additional information was provided.